Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that there was a slow blood dripping leak from the bottom of the oxygenator. The customer observed the drip approximately 10 minutes after they went on pump. The total bypass time was 1 hour and 43 minutes. The arterial line pressure never exceeded 249mmhg. There was a minimal blood loss which was recorded at less than or equal to 10cc. An unplanned blood transfusion was not required. The leak came from the component. The same leak did not appear in multiple packs. The device was used to complete the procedure. There was no adverse patient effect associated with this event. The oxygenator lot numbers associated with the pack are 230380170 and 230380173.

Manufacturer narrative:
Device evaluation: visual inspection showed evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Note: the customer provided photos showing evidence of a fiber leak. Pressure integrity testing was performed at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Reason for return was visually confirmed by the blood staining on the bottom of the fiber bundle and the photos provided by the customer. D.4. Serial number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.